Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d4, g4, g7, h1, h2, h4, h6, h10. D4 - UDI# - (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that during surgery the stream tip keeps disengaging from the tip retaining locking mechanism of the pulsavac lavage. An alternate product was not used. There was no harm or delay. No part of the device fell into the patient wound. No issues regarding the patient. The spray fan tip disengaged from the locking mechanism. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Device discarded by user.

Event description:
It was reported that during surgery the stream tip keeps disengaging from the tip retaining locking mechanism of the pulsavac lavage. No adverse event was reported as a result of this malfunction.